Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high out of range shock impedance measurements. This lead was explanted and replaced with a new lead. This lead is not expected to be returned as it is in the possession of the account. No additional adverse patient effects were reported.